Event description:
A customer reported that their pump screen unexpectedly went blank, and the led was not blinking, indicating a possible shutdown issue that required a power source to restart. As a result of the pump malfunction, there was an adverse impact on the customer¿s blood glucose level, displaying a "high" value. The customer managed the situation by administering a correction injection via multiple daily injections (mdi) and needed no third-party assistance. Technical support educated the caller that the pump was in storage mode, which may have occurred if the wake button was held down while the pump was plugged in. The customer was informed about the implications of the storage mode, such as resetting insulin on board and max hourly bolus to zero, and provided best practice tips for battery management. The customer understood and acknowledged the guidance provided.